Event description:
Cardiac cath completed and perclose closure device deployed but the stitch pulled through. A second device was deployed but did not deploy correctly and stuck in the artery. Patient developed bleeding needing an impella device and surgical repair of the artery.